Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the front panel display disappeared and an alarm was generated due to faulty cr board. In addition, it was noted, the maximum gas flow was not up to standard due to faulty 1st regulator unit. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit buttons on the front panel were unresponsive and it stopped working during reprocessing. The cholecystectomy was completed with another unit without delay. There was no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the buttons on the front panel did not work because of a faulty printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.